Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced hypoglycemia as a past event and was treated with carbohydrate intake. The patient then went to the emergency room and was hospitalized due to hypoglycemia on (B)(6) 2024. The blood glucose level was 32 mg/dl and the patient experienced dizziness at the time of the emergency room visit. The patient was treated with an intravenous drip and the hospital stay was less than 24 hours. No further information available.